Manufacturer narrative:
Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 129 mg/dl. The customer changed reverted to an alternate method of insulin therapy. Reportedly, the customer was using trusteel infusion set for longer than the recommended period, tandem technical support educated the customer that using trusteel infusion sets for longer that the recommended period of time is considered off label use per the user guide.